Event description:
The pt reported that the buttons are sticking on the keypad. The rptr denies damage to the keypad or exposure to moisture and cleaning products.

Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.